Manufacturer narrative:
The balloon of an 8mm x 39mm palmaz genesis on .035¿ 135cm opta pro over-the-wire (otw) percutaneous transluminal angioplasty (pta) stent delivery system (sds) became perforated making it impossible to use. There was no reported patient injury. Multiple attempts were made without success to obtain the device. Additional information was requested but was not obtained. The product was returned for analysis. A non-sterile 8mm x 39mm palmaz genesis on .035¿ 135cm opta pro over-the-wire (otw) percutaneous transluminal angioplasty (pta) stent delivery system (sds) was received for analysis inside a plastic bag. Per visual analysis, an axial burst was observed on the distal area of the balloon. No other anomalies were noted. Functional analysis was not performed due to the burst noted. Per sem analysis the balloon burst was caused by a rupture on the balloon surface. The inner surface presented no anomalies near to the balloon rupture. The outer surface presented evidence of scratch marks adjacent to the balloon rupture. This type of damage is commonly caused during the interaction of the balloon material with a sharp object or mechanical damage. It is very likely that the same factors that caused the observed scratch marks on the balloon outer surface led to the rupture condition noted. It seems the balloon material near the rupture was torn either due to the interaction of the balloon with calcified spicules located on the lesion or with a sharp object from the outside of the balloon. No other anomalies were observed during the sem analysis. A product history record (phr) review of lot 82206057 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon-sds-burst¿ was confirmed through analysis of the returned device. The exact cause of the event could not be determined during analysis. Based on the information available for review, vessel characteristics (although unknown) may have contributed to the event as evidenced by abrasions noted on the outer surface during analysis. According to the safety information in the instructions for use ¿prior to stenting, the palmaz genesis peripheral stent on opta pro .035" delivery system should be examined to verify functionality and integrity. Recrossing a partially or fully deployed stent with adjunct devices must be performed with extreme caution. Do not attempt to remove or readjust the stent on the delivery system. To assure full expansion, inflate to at least the recommended nominal pressure as shown on the label.¿ neither the phr review nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g4, h1, h2, h3 and h6 the balloon of an 8mm x 39mm palmaz genesis on .035¿ 135cm opta pro over-the-wire (otw) percutaneous transluminal angioplasty (pta) stent delivery system (sds) became perforated making it impossible to use. There was no reported patient injury. Multiple attempts were made without success to obtain the device. Additional information was requested but was not obtained. The product was not returned for analysis. A product history record (phr) review of lot 82206057 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon-sds burst¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics, although unknown, may have contributed to the reported event as the presence of calcification is known to cause damage to balloons. According to the safety information in the instructions for use ¿prior to stenting, the palmaz genesis peripheral stent on opta pro .035" delivery system should be examined to verify functionality and integrity. Re-crossing a partially or fully deployed stent with adjunct devices must be performed with extreme caution. Do not attempt to remove or readjust the stent on the delivery system. To assure full expansion, inflate to at least the recommended nominal pressure as shown on the label.¿ neither the phr nor the very limited information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot 82206057 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of an 8 mm x 39 mm palmaz genesis on .035¿ 135 cm opta pro over-the-wire (otw) percutaneous transluminal angioplasty (pta) stent delivery system (sds) became perforated making it impossible to use. There was no reported patient injury. The device will be returned for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.